Event description:
Procedure type: thoracotomy. According to the reporter: the device was fired several times prior, but when fired again it would not release from tissue. Surgeon had to pull it off tissue in order to remove it. In doing so, tissue tore and surgeon repaired it.

Manufacturer narrative:
(B) (4). (B) (4).